Event description:
The user facility reported a 59-year-old female in st elevated myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. The insertion was aborted due to patient anatomy of extensive peripheral artery disease in iliac arteries and descending aorta. During removal of the device, dissection of iliac was noted. The patient was brought to the or for vascular repair and potential axillary insertion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation for vascular damage has been completed. The impella device was not returned for evaluation. Product was not returned for investigation. As per clinical details, patient had extensive peripheral artery disease (pad) in the iliacs and descending aorta. Impella couldn't pass the iliac lesion, was removed, and a dissection of the iliac was noted. The patient was taken to the operating room for vascular repair and potential axillary impella insertion, but the procedure was aborted due to the patient's anatomy. The root cause of the vascular damage issue was most likely patient condition related to small/diseased vessels. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank in the initial report.